Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32977. It was reported that the patient experienced ineffective therapy and x-ray confirmed that leads migrated. Surgery occurred during which the leads were explanted and replaced to address the issue.